Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during fixation of a fibula plate, a screwdriver broke while inserting a screw. The broken portion was removed intra-operatively and the procedure was completed as planned with no consequences or impact to the patient. Delay of surgery was less than 30 minutes. No further information is available.